Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) at 2/30 for unknown reasons. The customer complained of having chills. The customer's blood glucose level was 260 mg/dl during admission. The customer complained of experiencing high blood glucose levels of 400 mg/dl. It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer informed that the cannula was occluded. The customer was sent new reservoir and infusion sets. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. No further information was provided.